Event description:
A us dist contacted zoll to report that a pt experienced an inappropriate defibrillation event while at home. The pt was treated at 11:35:16. Motion artifact and a rapid heart rate contributed t the false detection. The pt was conscious at the time of the event. The response buttons were not pressed during the event. The pt ended use of the lifevest.

Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation. Device eval was accomplished through a review of the pt's downloaded data file. Review of the data does not indicate any device malfunction related to the defibrillation event. Device MFR date: monitor (B)(4); electrode belt (B)(4): 01/2014. Add'l inappropriate defibrillation narrative: inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Pts are instructed through alarms, voice messages, IFU and training to press the response buttons to prevent an inappropriate defibrillation. (B)(4). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at htpp://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf.